Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerns a female pt of an unreported age. The pt's medical history and concomitant medications were not reported. On an unk date in 2013, the pt started treatment with sculptra (poly-l-lactic acid) via injection on the cheeks, jawline and chin for an aesthetic use. The batch number used was not reported. About a month or two ago in 2014, the pt complained of subcutaneous nodules along the jawline and on the chin. The physician noticed two large palpable plaques that felt "calcified" upon touch. The plaque was about 1 cm in diameter on the right lower jawline, and another was about 6 mm in diameter on the chin area. There were smaller nodules along the jawline. The physician indicated biopsied the plaques and sent the sample to a pathologist about two weeks ago. The pathology results came back as granulomas. The physician added that she was "underminding" the plaques during biopsy to remove anything, but of the plaques, but nothing else came out. When the physician later examined the biopsied areas, she noticed that the area felt softer upon touch. The physician was out of office at the time of the report; hence could not provide additional info. The reporter did not provide a causality assessment. The customer of the events are listed as unchanged. For reference poses only, this case has also been assigned the following tracking number: (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: on (B)(6) 2014. Injection site granuloma and injection site nodule assessed as serious and possibly related.